Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2012-00151 concerning the other device.it was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, holes were found in the packaging. The product was thought to be not sterile, and therefore was not used. The procedure was completed with another stent with a different length as a result, with no complications to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information provided by the initial reporter stated that the package was noted to have creases in the paper portion. The package was held to the light and checked for holes made by these creases before adding it to the sterile field. When the package was held to the light there was a "slit like" hole on the paper portion of the packaging below the sterile seal. The stent was not placed in sterile field and did not reach the patient. Condition of the shipping container is unknown.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2012-00151 concerning the other device.it was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked, holes were found in the packaging. The product was thought to be not sterile, and therefore was not used. The procedure was completed with another stent with a different length as a result, with no complications to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(4)